Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a hole in the balloon of a 6-12f mynx control venous vascular closure device (vcd) leading to pull through. The procedure was completed with manual compression. No adverse patient outcome reported. The user is in training with the device. The sheath as a non cordis 8f sheath. There was no prior pta, stent, or vascular graft in the common femoral vein. Other procedural details were requested but were not provided. The device was no returned for evaluation, contrary to what was initially reported.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a hole in the balloon of a 6-12f mynx control venous vascular closure device (vcd) leading to pull through. The procedure was completed with manual compression. No adverse patient outcome reported. The device will be returned for evaluation.

Manufacturer narrative:
As reported, there was a hole in the balloon of a 6-12f mynx control venous vascular closure device (vcd) leading to pull through. The procedure was completed with manual compression. No adverse patient outcome reported. The user is in training with the device. The sheath as a non cordis 8f sheath. There was no prior pta, stent, or vascular graft in the common femoral vein. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2527201 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to balloon rupture reported. However, access site vessel characteristics (which was not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control venous instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control venous vcd 6f-12f have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control venous vcd 6f-12f: common femoral vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.